Manufacturer narrative:
The investigation found the customer used gel tubes of poor condition (distorted gel) and they were using 13 mm tubes without the use of rack adapters. A general reagent issue can be excluded. The field service engineer aligned the sample probe. The investigation determined the event was consistent with pre-analytical issues at the customer site.

Manufacturer narrative:
The field service representative (fsr) checked the condition of the analyzer, probes, syringes, and pinch valve tubing and cleaned the sample probe. The fsr noticed the sample probe was very near the internal lining wall of the sample tubes while running samples and needed realignment.

Event description:
The initial reporter received a questionable elecsys anti-sars-cov-2 s result for one patient sample with a cobas e411 immunoassay analyzer. The initial result was <0.4 u/ml (non-reactive). The repeated result was >250 u/ml (reactive). The user performed further repeats on the sample with results consistently >250 u/ml (reactive). The questionable result was not reported outside of the laboratory. The reagent lot number and expiration date were requested but not provided.